Event description:
It was reported while using bd syringe 50/60ml luer lok foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the production staff found filamentous foreign matter in a 50ml syringe before production and use on 2022.09.22.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 50/60ml luer lok foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the production staff found filamentous foreign matter in a 50ml syringe before production and use on (B)(6) 2022.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-oct-2022 . H6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there was a foreign matter substance on the syringe. Further examination of the substance showed the foreign matter is most likely hair. Bd determined that the cause of the failure was associated to the manufacturing process of the product. Actions have been taken to prevent further occurrence of this failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans.